Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
In the article ¿reverse shoulder arthroplasty in 41 patients with cuff tear arthroplasty with a mean follow-up period of 5 years¿ by nawfal al-hadithy, mrcs; peter domos, mrcs; mathew d. Sewell, frcs; ravi pandit, frcs; published in the journal of shoulder and elbow surgery, in 2014, was reviewed. The purpose of article was producing a study with midterm clinical and radiologic results after reverse shoulder arthroplasty with a mean follow-up of five years due to there being limited studies with midterm and radiologic results. All procedures were done with the delta iii (depuy) but the same surgeon at the same hospital. There were 37 patients with rsa done between 2002 and 2010. There were four complications in the article. Two patients had post-traumatic glenoid failure. One patient fell 6 weeks postoperatively, causing glenoid component to migrate superiorly. He did undergo revision two months after that. One patient fell five months after surgery and sustained a minimally displaced fracture of the acromion. The shoulder was treated non-operatively. One patient had a broken superior glenoid screw at 18 months after initial surgery without any history of trauma. The patient was monitored, by regular radiographs, but no glenoid loosening or other complications occurred. 28 shoulders were also noted to experience scapular notching, two patients had malpositioned screws which were uneventful, and periprosthetic heterotrophic ossification was present in 42% of patients.